Event description:
The issue happened with a hv2 kit EU the costumer was unable to interrogate the device during an emergency situation - a heart surgery the issue appears to be intermittent.

Manufacturer narrative:
Based on the files attached, it seems to be an asynchronous issue when quitting the session which blocks the com port. So, the telemetry head becomes unusable as long as it uses this com port. The com port has not been released correctly by communication service and so it remains blocked. An issue has been created. A workaround is to reboot the tablet to release this com port. This case is retained and utilized for trend purposes.

Event description:
The issue happened with a hv2 kit EU the costumer was unable to interrogate the device during an emergency situation - a heart surgery the issue appears to be intermittent.